Manufacturer narrative:
Evaluation in progress but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported two of the roller pump's display went blank and then came back on. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the patient as a result of this event.